Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 05, alarm 09). Reportedly, customer loaded cartridge with 300 units of insulin, and the cartridge was not removed from the pump. Customer's blood glucose level ranged from 500-600 mg/dl. Bg was treated via manual injections. Reportedly, the customer expressed concern that this event could contribute to long term complications associated with elevated bg levels; however, customer did not report specific issues associated with this event. Although requested by tandem technical support, the customer was unable to provide additional information regarding the reported issue.